Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s)) hypermotility of fallopian tubes"), device dislocation ("migration") and autoimmune disorder ("auto-immune reactions") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included hypertension, mood disorder, chest discomfort, cough, hot flashes and gerd. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). The patient was treated with surgery (underwent removal due to complications from the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, infection, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received: event perforation nos updated with perforation (fallopian tube(s)) hypermotility of fallopian tubes). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and autoimmune disorder ("auto-immune reactions") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included hypertension, mood disorder, chest discomfort, cough and hot flashes. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). The patient was treated with surgery (underwent removal due to complications from the essure device) and surgery (nderwent removal due to complications from the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, autoimmune disorder, infection, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, hypersensitivity, infection, menorrhagia, menstrual disorder, perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, anxiety, depression, device monitoring procedure not performed, reporter, patient demographic information, concomitant diseases added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s)) hypermotility of fallopian tubes'), device dislocation ('migration') and autoimmune disorder ('auto-immune reactions') in a 55-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included hypertension, mood disorder, chest discomfort, cough, hot flashes and gerd. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced anxiety ("mental anguish"), 5 years 2 months after insertion and 5 years after removal of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal infection ("infection, vaginal infection"), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), cystitis ("bladder infection, bladder problem"), urinary tract infection ("uti, urinary problem") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (nderwent removal due to complications from the essure device and underwent removal due to complications from the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, menstrual disorder, anxiety, dysmenorrhoea and depression outcome was unknown and the vaginal infection, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered anxiety, autoimmune disorder, cystitis, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event uti, urinary problem, bladder infection, bladder problem, vaginal discharge added. Event outcome for pain, bleeding, bladder/urinary changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and autoimmune disorder ("auto-immune reactions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal due to complications from the essure device) and surgery (underwent removal due to complications from the essure device). Essure was removed. At the time of the report, the perforation, device dislocation, autoimmune disorder, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, infection, menstrual disorder and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.